Event description:
A patient reported in a comment on social media (B)(6) that they had more pain in their elbow seven weeks after treatment with a tenex health device than before treatment. The patient also reported that, one week after the elbow procedure with the tenex health device, they had significant shoulder surgery. The cause of the pain is unclear, as is the relationship between the pain and the shoulder surgery.